Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was reproduced. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The battery pack also had an unk substance in the battery pack. One of the cells was corroded. The root cause of the defective cells is not known, but may be due to the unk contamination. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt contacted lifecor customer support to report that one of his battery packs would not hold a charge. Support sent the pt a replacement battery pack.